Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 560 mg/dl and current blood glucose value was 436 mg/dl. Customer had nausea and was treated with manual injection. Customer was advised to change the entire set. Customer performed displacement test and it passed. Insulin pump will not be returned for analysis.